Event description:
Pt stated they experienced elevated blood glucose (>350mg/dl) for several days. Pt attempted to self-treat by bolusing more throughout the day, but blood glucose remained high. Pt changed infusion site and cartridge, and blood glucose was reduced. The next morning their blood glucose was elecated again and they attempted to reduce it by bolusin. Pt stated they were able to prime successfully, but when they tried to bolus in the air nothing dripped from the tubing and no error was generated.